Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported that the patient on impella cp support was having hematuria and hemolysis which was resolved by repositioning the impella cp. Additionally, impella was repositioned in the middle of the night due to ventricular tachycardia. It was further reported that the family did not wish to escalate care any further and the patient expired.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp and rp flex device for bipella mechanical circulatory support (mcs). Patient with chest pain for 2 days and presented to the emergency room with late presentation of inferno lateral myocardial infarction with hypotension. Lactate was normal. The patient was sent to catheterization lab for left and right heart catheterization and underwent percutaneous coronary intervention (pci). The patient was still hypotensive after successful thrombectomy with pnumbra and stenting of the mid-proximal right coronary artery. The impella cp device was implanted, and the patient was sent to the unit on mcs. The following day after start of the impella cp support, the patient experienced hematuria and multiple hemolyzed blood samples collected from the patient. Physician pulled back impella cp with echocardiogram at bedside. Based on a hemodynamic marker for the right ventricular function and tricuspid annular plane systolic excursion measurement, the physician elected to proceed with impella rp flex support. The patient now on bipella support. Prior to leaving the catheterization lab sites were dry. Upon arrival at the unit, some bleeding was noted. Staff felt blankets weighing down the impella catheter and propped back up. The patient was bleeding ¿profusely¿ from groin site, which was managed by placing additional purse string suture around site. Two units of blood were given. The team was unsure if the impella cp (right femoral artery) or impella rp flex (right femoral vein) site was bleeding. Bipella support continued. (Additional information subsequently received noted the bleeding was from the impella rp flex access site). Two days later, purge system blocked occurred with the impella rp flex. The physician spoke with medical affairs for tissue plasminogen activator protocol. Alarm cleared on its own, however, after 1.5-2hours. Impella flows were minimal 1.2l/min at p-6 performance level. The patient remained stable despite minimal right-sided support and the impella rp flex was explanted. After removal of the impella rp flex, it was noted the blue impella plug, and purge side arm were under the patient¿s foot/heel against footboard of the bed. The side arm appeared kinked to some extent. The patient was sedated; however, the patient's legs move some which the team noted accounted for the purge pressure intermittent issues. The swan-ganz catheter and sheath from right internal jugular were also found to be pulled back several centimeters. Team was advised about risk of clot ingestion with device and needed to decrease impella flow to p-2 performance level during catheter manipulation to decrease chance of ingestion of biomaterials into device. Impella cp support continued. However, the following day the patient would expire. Care was withdrawn.

Manufacturer narrative:
Section b5 was corrected to include complete details surrounding the event, which includes additional information that was received regarding the bleeding event and added b6: tests/lab data including dates. Additionally, device problem coding update was not represented in the initial medwatch report. Therefore repopulation, update to h6: health effect: clinical and impact coding and h6: medical device problem coding was completed. Medical safety review: the patient on impella cp and had issues with hemolysis. The impella cp cannot be dissociated with the outcome. The patient was on bipella support. There was access site bleeding requiring transfusion; which access site was bleeding was initially undetermined and then found to be the impella rp flex. Following, the patient was able to manage with minimal rp flex support given the purge system blocked issue; therefore, the rp flex was explanted. This malfunction and bleeding event is a serious injury and should be reported. The impella cp was present at the time of death and is the more likely contributor. However, the patient had significant arrhythmias and in this case is what led to a significant decline in the patient's function and the family decided to withdraw support which appears to have led to along with the patient's underlying condition the demise outcome. The medical safety officer reviewed the event and noted the same in that impella cp device cannot be dissociated from the demise outcome. And the impella rp flex is a serious injury type of reportable event. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella rp flex.

Manufacturer narrative:
Corrections: b1, e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Mechanical interaction with blood: data review: data logs showed pump ran without issue during support. Positioning issue: the root cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review. Vt: the root cause of the injury was unable to be determined due to insufficient clinical details. Hematuria: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Device history review: the device passed all post sterile inspection checks.